Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with procedural damage.

Event description:
During follow-up, decreased pacing impedance and sensing issue, and increased threshold was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.